Manufacturer narrative:
Requested clarification of the discrepancy of the alert date as the date in the alert date field was processed as (B)(6) 2022; however, the date in the event that was provided was (B)(6) 2022. However, no further information has been made available. If additional information is received with this clarification, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt-right) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion post-procedure. The physician confirmed they did not feel any steam pops during the procedure. A pericardiocentesis was performed and 150 ml of fluid was removed. The drainage tube was left in place. The patient is hemodynamically stable at this time. The caller found out about the effusion on (B)(6) 2022. Max watts: 35; total ablation time: 7 minutes; total fluid: 340 ml. Additional information was received. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient outcome of the adverse event is fully recovered with no residual effects. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. The event was noticed post procedure. An irrigated catheter was used in the event, the flow setting was low flow. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3,3,3 and 3. No additional filter was used with the visitag. Tag index color option was used prospectively.

Manufacturer narrative:
Initially in the 3500a initial, we reported that we requested clarification of the discrepancy of the alert date as the date in the alert date field was processed as 22-aug-2022; however, the date in the event that was provided was 23-aug-2022. However, no further information has been made available. If additional information is received with this clarification, a supplemental 3500a report will be submitted to the FDA. Additional information received on 20-sep-2022 clarified that the correct alert date is 23-aug-2022. Therefore, g3. Date received by manufacturer field should now be 23-aug-2022 instead of 22-aug-2022 in the 3500a initial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).